Event description:
Customer reported via phone call that there is a no delivery alarm. Customer states that the blood glucose readings were over 90 mg/dl. Customer states that they did not want to return the set for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.